Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil return line was reseated on the bottom of oil mist filter housing to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 11/03/2015.

Event description:
A customer reported an event of a "large white smoke cloud" (haze) emitting from the sterrad 100nx sterilizer. There was no report of injuries or human reactions. The customer turned the unit off and vacated the area until the smoke cleared. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced; therefore, none were returned for functional analysis. The assignable cause of the haze/mist/vapor is the oil return line. The field service engineer reseated the connection to this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.